Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and it would take several attempts before the touch screen would respond to interaction. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.